Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united kingdom. On 2024, it was reported that the patient faced infusion set tubing was detached close to site and the infusion set tubing came apart after 5 days at right abdomen. The infusion set was in use for 5 days. No further information available.